Event description:
Balloon dilation catheter used to perform balloon angioplasty of patient's coarctation would not deflate after full inflation. Dr made the decision to make the balloon catheter burst while inside the patient's descending aorta so that the catheter could be removed from the patient's body. Outcome: no harm to the patient. Patient had a successful coarctation angioplasty.